Event description:
On (B)(6) 2013, a (B)(6) male with a complete heart block underwent pacemaker implantation with extrathoracic puncture techniques. Angiography in the subclavian vein confirmed normal vessel form. The wire guide was inserted through the puncture needle but right after exiting the needle, the wire showed a swirling-like movement which eventually prevented the wire guide from advancing and the wire tip became tangled. The physician attempted to remove the wire guide but the tip was caught on the needle tip resulting in elongation of the wire. The needle was removed and the sheath was advanced over the wire guide but the sheath would not be advanced into the vessel. When the physician attempted to remove the devices, the 1cm of wire guide tip separated and remained in fat layer and not removed. Another mpis product was used instead and the procedure was completed. Update (B)(6) 2013: "the puncture needle was removed and the sheath was advanced over the wire guide but the sheath would not be advanced into the vessel. When the physician attempted to remove whole the devices, the 1cm of wire guide tip became separated and remained in fat layer." Pt outcome was not provided by the reporter.

Manufacturer narrative:
Leaving a device in a pt is not labeled. Separation is not labeled. Event eval: still under investigation.